Event description:
It was reported that when the surgeon began removing the probe of the dekompressor from the cervical spine (c6 & c7), the probe broke off into the patient's disc. Due to this breakage, the patient required an additional surgery with an incision to the neck in order to remove the remaining pieces. This surgery was completed successfully and all remaining pieces were completely removed. The surgeon reported that he performs the procedure differently than other surgeons while in the cervical region. He stated that he moves the needle around instead of holding it still so that he can obtain a larger specimen. The patient has had follow-up appointments with the surgeon and has had no further issues related to the event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device has not been received for evaluation.

Event description:
It was reported that when the surgeon began removing the probe of the decompress from the cervical spine (c6 & c7), the probe broke off into the patient's disc. Due to this breakage, the patient required an additional surgery with an incision to the neck in order to remove the remaining pieces. This surgery was completed successfully and all remaining pieces were completely removed. The surgeon reported that he performs the procedure differently than other surgeons while in the cervical region. He stated that he moves the needle around instead of holding it still so that he can obtain a larger specimen. The patient has had follow-up appointments with the surgeon and has had no further issues related to the event.

Manufacturer narrative:
The final investigation is pending the return of the device to the manufacturer for evaluation. A preliminary investigation was completed using the current information obtained by the user. Two (2) fluoroscopic x-ray images provided by the physician were analyzed. The first image shows a bent rf cannula with auger protruding distal from the cannula tip. The second shows the dekompressor¿s auger, separated from the unit and implanted into the patient. It appears that the auger is broken mid-way, near the secondary auger (shown to the left side of the auger). Based on event description and information obtained from user, the doctor moves the needle around instead of holding it still bending the auger / cannula causing the breakage. The bending of the cannula is heavily warned against in the instructions for use. In collaboration with the subject matter expert and based on complaint investigations previously conducted, and returned components observations; the most probable cause was identified as a bent / broken cannula / auger induced during the procedure. It causes friction and vibration between the cannula and auger (probe), consequently, the auger could jammed inside the cannula or the friction between the cannula and auger heats up the probe material and eventually it could cause the auger (probe) and /or the cannula breakage. Upon the return of the device to the manufacturer for evaluation, an additional supplemental report will be submitted including information from the final investigation.